Event description:
It is reported that visible air/bubbles occurred. During a pulsed field ablation procedure, a faradrive steerable sheath (clear) was selected. During the procedure, air ingress was observed in the sheath when checking for back flow. Catheter was not inserted yet. The air was seen when checking the blood backflow during insertion and bubbles were inside the shaft and syringe. No air was seen in patient. A fluid leak was also noticed from the valve of the sheath. The sheath was replaced and procedure was completed with another of same device. No adverse event was reported.